Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial lot/sw version: (B)(6). H6: the system was serviced in the field by a medtronic representative. The camera cart monitor was replaced. Codes b01, c02, and d02 are applicable. The monitor was returned for evaluation. Analysis found an electrical failure. The monitor displayed a good image with normal sound. The touch function did not work within an area on the left side of the display. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795. H6: multiple annex a codes were coded for this event. A0902 was coded, for the monitor not functioning. A110201 was coded, for the monitor being unresponsive. H6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the left half of the camera cart monitor was not functioning as expected. There was no issue with the right side of the screen. The manufacturer representative (rep), additionally reported, that when attempting to use the mouse on the left side of the screen, the monitor was not responsive. Though, there was no issue clicking the hamburger menu. The rep confirmed, they were unable to use touchscreen on left side of camera cart. Touching this area, also would not affect the main cart monitor. The rep corrected, that she was able to interact with the left side of the camera cart monitor using the mouse. The rep, moved to other ports on camera cart base to make sure. And still able to interact with software. The rep confirmed, no apparent physical damage to camera cart monitor, used flashlight to look for hairline fractures. Technical services (ts), then had the rep reseat touchscreen usb cables going into back of monitor and pcoip with no change. The rep swapped ports on pcoip with no change. Ts then had the rep plug camera cart touchscreen cable into usb port on main cart I/o panel and saw no change. She replaced the main cart monitor's usb cable with the camera cart monitor's usb cable. Resulted, in no touchscreen functionality on either screen. Connecting main cart computer, main cart touchscreen cable, and camera cart monitor they were still seeing touchscreen issues on the left hand side of the camera cart monitor. Connecting camera cart pcoip, camera cart touchscreen cable, and main cart monitor, the issues were not seen on the main cart monitor's left hand side. Troubleshooting points to camera cart monitor. There was no patient involvement.